Event description:
The reporter did back to back blood glucose tests, within minutes. Reporter used the same fingerstick for the first 2 tests. Reporter's results were 174, 156, 124mg/dl. Reporter did not have any symptoms. During followup, the reporter states that reporter had not cleaned meter in two months. No harm was alleged.